Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital . Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure performed on (B)(6) 2023. During the procedure, the first and second bands were deployed smoothly; however, the third and fourth bands could not be deployed. The device was removed immediately, and it was found that the bands were tangled, and the suture was broken. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.